Event description:
It was reported that following interrogation of the implantable cardioverter defibrillator (ICD) after parameters were adjusted and sensing and impedance tests were performed successfully, it was noted that a diagnostic anomaly occurred whereby when attempting to run a threshold tes t, an error message appeared instructing the user to reboot the system. Several programmers were used but the same error message was observed. The patient was to be re-assessed at a future follow up visit in clinic. There were no patient consequences.

Manufacturer narrative:
The reported event of an error occurring during threshold measurement was confirmed. Based on the information provided, it was determined the error occurred due to quickopt allowing for a value to be set out of range for paced av delay.

Manufacturer narrative:
Correction: section d6a - date of implant should have been (B)(6) 2025.